Event description:
Rayner intraocular lenses limited received notification from the (B)(6) distributor an event that occurred during use of a c-flex aspheric 970c iol. The event description provided indicates that haptic breakage was observed upon implantation.

Manufacturer narrative:
(B)(4). The c-flex aspheric 970c iol was explanted by the healthcare professional. The healthcare facility confirmed that a back-up iol was implanted successfully in the original planned surgery session. The patient was not injured as a result of this event. In correspondence with rayner the (B)(6) distributor reported that haptic breakage "seems to be caused as a result of user error". Our review of production records for the c-flex aspheric 970c iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (september 2011) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch (B)(4).